Manufacturer narrative:
Date of event - (B)(6) 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4). Device not returned for analysis.

Event description:
(B)(4). This is the same case as 2134265-2009-05860. The patient was enrolled in (B)(6) of 2005. The patient has a lesion type iii located in the right carotid artery. The lesion length is 30mm and the reference vessel diameter is 5mm. There was 95% stenosis as measured by nascet. Thrombus and ulceration was present. Dissection and pseudo-aneurysm were not present. There was 1+ calcium and there was no target vessel tortuosity. The carotid wallstent over the wire used in the procedure had a diameter that was 7mm and the length was 30mm. The cerebral protection filterwire ez was used. The symmetry was used for the pta procedure. A heart rhythm stimulant, atropine, 1ui was used during the procedure. No vasodilator was used during the procedure. There was a peri-operative event of hypotension which resolved with no residual effects. Procedural results included successful placement of the stent at the intended site. There was successful use of the cerebral protection device. The procedure technically was successful. There was 0-29% residual stenosis. Post-procedure discharge clinical assessment morphological outcome note the carotid stent was patent and there was 25% residual stenosis. The patient clinical outcome was asymptomatic with a complication less than 24hrs after the procedure of hypotension. No further data was provided regarding the hypotension. The patient had a one month follow-up assessment in (B)(6) of 2005. The patient was asymptomatic. The carotid stent was patent with 25% residual stenosis. There were no complications since the last visit. The patient had a six month follow-up assessment in (B)(6) of 2005. The patient was asymptomatic. The carotid stent was patent. There were no complications since the last visit. The patient had a twelve month follow-up assessment in (B)(6) of 2006. The patient is asymptomatic. The carotid stent was patent with 25% residual stenosis. There were no complications since the last visit. At each of the follow up assessments, the speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.